Manufacturer narrative:
Concomitant medical products: 100ml b.braun bag ndc 0264-1800-32 with fentanyl. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of fentanyl 1000 mcg/100 ml was started at 2.5 ml/hr in the ed to be titrated to maintain intubation. However, the 100 ml infused in approximately 2 hours. Upon further investigation mcg/ml/hr appeared to be incorrect even after confirming information entered into the pump was correct. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that fentanyl infused at the wrong rate was not confirmed. Review of the pcu event logs confirmed that on 10august2018 multiple infusions of fentanyl were programmed and infused. The user started the first fentanyl infusion at a concentration of 1000mcg/100ml at a rate of 2.5ml/hr as a non weight based infusion. The next fentanyl infusion was started at a concentration of 1000mcg/100ml at a rate of 2.5ml/hr, however this infusion was programmed as a weight based infusion. Throughout the early afternoon additional fentanyl infusions were started at rates of 25ml/hr, 50ml/hr, 75ml/hr, 100ml/hr, 25ml/hr, 50ml/hr, and 75ml/hr. The total volume infused for fentanyl was recorded as 82.383ml. Including the 25ml priming volume of the administration set the approximate volume would be 107.383 ml. This is consistent with the 100ml volume reported by the customer. Testing and inspection of the returned pump module and IV set showed no issues and the device was infusing within specification. Although no information was provided regarding whether the infusion was intended to be weight based or non-weight based, the probable cause of the event was user programming.

Event description:
The customer reported an infusion of fentanyl 1000 mcg/100 ml was started at 2.5 ml/hr in the ed to be titrated to maintain intubation. However, the 100 ml infused in approximately 2 hours. Upon further investigation mcg/ml/hr appeared to be incorrect even after confirming information entered into the pump was correct. No patient harm was reported.